Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the needle separate from the suture thread; in the package, during dispensing (before use on patient) or during actual suturing (use on patient)? During actual suturing. Lot number. How was case completed? Another thread has been opened. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle had a loose thread. No adverse patient consequences were reported. Additional information was requested.